Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following on a laparoscopic colon procedure which was converted to open to perform the procedure extracorporeally. It was stated that the patient went back to hospital the following day and had to undergo another surgery due to post-operative leak.